Manufacturer narrative:
Controls were run every 8 hours and recovered within assay limits. Instrument sensitivity for flagging was set at [2202], which is mid-level for blast flags and other differential flags, except "off" for imm ne 1. Controls are run every 8 hours and recovered within assay limits. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Service was not dispatched for this event. Raw data was conducted. The monocyte population count and percentages for the test conducted on (B)(4) 2010 were less when compared to the other runs concluded on (B)(4) 2010. This monocyte population count and percentage is not at a level to trigger the algorithm to set the blast flag. Root cause for the missed blast flagging based on raw data analysis is the specimen was not significantly abnormal to trigger blast flagging. Product labeling suggests using all available flagging options to optimize the sensitivity of the instrument results. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous differential test results were obtained for one pt when using the coulter lh 780 hematology analyzer. There were no instrument generated flags for blast cells. A manual differential was not performed and the test results were reported out of the laboratory. The test results were determined to be erroneous when compared to test results obtained three days later on another coulter lh 780 hematology analyzer that did have instrument generated flags for blast cells and manual differential identifying 8% blast cells. No reports of death or serious injury, and no affect to pt treatment as a result of this event.